Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error. The blood glucose level of the customer was 304 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump had a second occurrence of replace battery now alarm without a low battery alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm noted. Device trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with scratched case, minor scratched lcd window and faded serial number label.

Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm noted. Pump trace download analysis confirmed the pump alarmed power error detected, power loss alarm and replace battery alert. The power management tool confirmed power error detected, power loss alarm and replace battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump was received with scratched case, minor scratched lcd window and faded serial number label.